Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the lens came off. The issue was found during preparation for use in an unspecified diagnostic procedure. The procedure was completed with a similar device and no delay was reported. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that detachment of the light guide connector. In addition the device evaluation also found poor image due to burnt light guide connector, foreign matter adhered to the tip cover glass and scratches on outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.